Manufacturer narrative:
(B)(4).

Event description:
Procedure type: inguenal hernia repair. According to the reporter: the balloon came off of the trocar after it was inserted. The balloon was recovered. Another device was opened and used to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. No patient injury reported.